Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The pa lot evaluation (potential ae) completed on 4/29/2016 provides no new information as an evaluation of the test strip lot concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an unknown error message of ¿meter or strip problem¿ and was powering off during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issues message began at the end of (B)(6) 2015. The patient informed the csr that she does not take any medication to manage her diabetes and it is not known what action, if any the patient took in regards to her usual diabetes management regimen due to the alleged issues. The patient reported that 30 minutes after being unable to obtain a blood glucose result due to the alleged issues, she developed symptom of feeling ¿shaky.¿ in response to the symptom, the patient claimed she took action of consuming juice on (B)(6) 2016 at 8:00am. The patient denied that her blood glucose was tested with any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that based on the information provided, the subject meter¿s battery did not need to be recharged. The csr noted the alleged issues could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issues began.